Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, a powerflex pro balloon catheter (8mm4cm 80) was delivered to the lesion in the iliac artery and inflated for post-dilation. The balloon ruptured during its initial inflation. The device was replaced with a new balloon catheter to complete the post-dilation. A smart stent was implanted and the procedure was successfully completed. The lesion was described as moderately tortuous with heavy calcification. There was no patient injury reported. The device was clinically used and will not be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, an 8x40mm 80cm powerflex pro balloon catheter (bc) was delivered to the lesion in the iliac artery and inflated for post-dilation. The balloon ruptured during its initial inflation. The device was replaced with a new balloon catheter to complete the post-dilation. A smart stent was implanted and the procedure was successfully completed. The lesion was described as moderately tortuous with heavy calcification. There was no patient injury reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. There was no resistance/friction felt while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction felt while inserting the balloon through the guide catheter. The device was not used for a chronic total occlusion (total occlusion >3 months). The lesion was the iliac artery. The catheter was never in an acute bend. The device did not have to pass through a previously placed stent. The balloon did not seem to ¿stick¿ to a stent. The maximum inflation pressure was below its nominal pressure. The product was removed intact (in one piece) from the patient. The device was not returned for analysis. A device history record (DHR) review of lot 17737309 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (moderately tortuous with heavy calcification) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can damage the balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.